Event description:
The service report shows while performing incoming evaluation the nellcor puritan bennett factory service tech noted the high pressure alarm when set to 60 cmh2o did not function or may have functioned over 100 cmh2o, all other alarm setpoints functioned normally. Due to equipment restraints testing over 100 cmh2o can damage manometer. The technician adjusted p7 on the interface pcb to correct the malfunction. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.